Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not available to be returned for evaluation. Since no further complaints regarding this issue were reported for this batch number, it is highly unlikely to detect a failure in the retention sample. Therefore, a retention sample analysis was not performed. A review of the batch documentation was performed. There were no non-conformities observed during the manufacturing process. There were three quality events listed, but none of them were related to the failure pattern at hand. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. As a physical evaluation of the sample could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed. Based on the provided data, an evaluation of the gas exchange performance of the oxygenator could not be made. The provided log data of the console gives no indication of a clot formation in the extracorporeal circuit or the oxygenator. Due to an increased number of complaints describing a low post-oxygenator po2 value, a new quality event was opened for further investigation.

Event description:
It was reported that post oxygenator pao2 levels dropped from 300 mmhg to 150 mmhg on the second day of extracorporeal membrane oxygenation (ECMO) support. The operator tried increasing the blood flow to resolve the issue, and then the kit was replaced (that same day). After the kit change, the pao2 levels dropped again - from 300 mmhg to an unknown value. There were no alarms from the novalung console, but none were expected. There were no issues with the vascular cannulas that could have contributed to the low pao2 levels. It was unknown if the low pao2 levels were related to the patient's physiological response to ECMO. There were no clots noticed in the xlung kit pump head. The low pao2 levels did not lead to any patient adverse effects or injury, nor did they result in the need for any medical intervention. It was reported that the patient experienced blood loss of approximately 500 ml due to the kit change. As a precaution, erythrocyte concentrates were given to the patient to compensate for the blood loss. It was confirmed that this action was considered a standing order. The sample was not reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that post oxygenator pao2 levels dropped from 300 mmhg to 150 mmhg on the second day of extracorporeal membrane oxygenation (ECMO) support. The operator tried increasing the blood flow to resolve the issue, and then the kit was replaced (that same day). After the kit change, the pao2 levels dropped again - from 300 mmhg to an unknown value. There were no alarms from the novalung console, but none were expected. There were no issues with the vascular cannulas that could have contributed to the low pao2 levels. It was unknown if the low pao2 levels were related to the patient's physiological response to ECMO. There were no clots noticed in the xlung kit pump head. The low pao2 levels did not lead to any patient adverse effects or injury, nor did they result in the need for any medical intervention. It was reported that the patient experienced blood loss of approximately 500 ml due to the kit change. As a precaution, erythrocyte concentrates were given to the patient to compensate for the blood loss. It was confirmed that this action was considered a standing order. The sample was not reported to be available for evaluation.